Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pvc free administration set leaked from an unspecified location. The step of setup or therapy during which this occurred was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.